Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high shock impedance measurements greater than 125 ohms and increased threshold measurements of 2.5 volts. Technical services (ts) suggested performing low and maximum energy shocks to check the lead connection. Additional information indicated an xray was not performed. The device was reprogrammed to take the proximal coil out of the configuration which resulted in normal impedances. The field representative suspects the issue to be with the proximal port setscrew. He indicated that dft's would be performed to test the new programming. If it did not work, a revision would be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.